Manufacturer narrative:
Fractured part of insertion tool could not be removed. Implant had to be removed. No product problem detected. Collateral damage. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured part of insertion tool could not be removed. Implant had to be removed.